Event description:
Pt was on continuous infusion of fluorouralil on aim plus infusion pump programmed to run at 0.5 ml/hr, total bag volume of 96 ml, which should have lasted 192 hr. At 166 hr into infusion bag ran dry. Bag was compounded correctly with full 96 ml volume.